Event description:
Single account reported to dade behring that they observed two clinical s. Aureus isolate oxacillin mic discrepancies. The account obtained oxacillin susceptible results on the dried pos combo type 21 lot#2006-04-19 panels and an oxacillin resistant result on a secondary method (pbp2a) for two clinical isolates. There was no report of adverse health consequences to the pt as a result of the false susceptible results. Isolates are no longer available for testing by dade behring.